Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the front therapy electrode was severed and missing. The root cause for the missing therapy electrode was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported an electrode belt was unable to complete incoming functionality testing.